Manufacturer narrative:
This malfunction was reported to vygon by the FDA through the medwatch system. The report number is medwatch-(B)(4). This malfunction was not reported back to FDA within the thirty day timeframe allowed due to a logistical oversight. Vygon strives to perform all reporting in a timely and compliant manner. The device as returned to vygon for device evaluation as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Upon checking PICC line, rn noticed PICC catheter to be slightly pulled out from where it should be, and the tegaderm starting to lift up. Rn at bedside to redress PICC dressing. Once the old tegaderm was taken off, the skin appeared wet. Skin cleansed and dried per PICC guidelines. New tegaderm placed, however the edges of the new tegaderm were not adhering to skin. New tegaderm removed. Skin noted to be wet again. Ivf leaking from PICC catheter at the point the wings meet the catheter. PICC removed, catheter intact. No patient harm.

Manufacturer narrative:
This malfunction was reported to vygon by the FDA through the medwatch system. The report number is medwatch-(B)(4). The complaint and returned sample have been submitted to vygon (B)(4) , which is where this part was manufactured, for evaluation. Vygon (B)(4) reports the following regarding this complaint. The customers' findings are confirmed; however, this complaint is not confirmed to be a manufacturing defect, since each catheter is leak- and flow-tested before packaging. Having examined the faulty sample showed that the catheter was leaking at the junction of the catheter with the fixation wing. Microscopic inspection showed that the catheter was partly torn off. The most probable cause of this type of failure mode is a tensile fracture in combination with the use of alcohol-based disinfectants. However, we do not know which kind of disinfectants had been used nor how long the catheters were in place. To improve the awareness regarding the use of organic solvents (i.e. Alcohol based) with this catheter, (B)(4) was issued to include a special warning leaflet inserted into each packaging, and a warning message is printed on the outside of each primary packaging.

Event description:
Upon checking PICC line, rn noticed PICC catheter to be slightly pulled out from where it should be, and the tegaderm starting to lift up. Rn at bedside to redress PICC dressing. Once the old tegaderm was taken off, the skin appeared wet. Skin cleansed and dried per PICC guidelines. New tegaderm placed, however the edges of the new tegaderm were not adhering to skin. New tegaderm removed. Skin noted to be wet again. Ivf leaking from PICC catheter at the point the wings meet the catheter. PICC removed, catheter intact. No patient harm.